Event description:
It was reported that the pump experienced a malfunction after pup was dropped in the pool. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to multiple daily injections (MDI) for insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: Android / Android_Galaxy S24 / 2.8 / Android 16.